Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that they were getting comm loss. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the root cause of the issue was determined to be power loss due to electrical storm. This is not a device malfunction. Ts, suggested the customer to replace the switch. The customer was not using any battery backup device. The device was in use with a patient and there was no reported harm. Based on the given information, this issue is not suspected to be caused by deficient device or design. Qe investigation for this complaint record has been completed.

Event description:
The nurse reported that the central nurse's station (cns) application went into communication loss. No patient harm or injury were reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) application went into communication loss. No patient harm or injury were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) application went into communication loss. No patient harm or injury were reported.